Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. During the colonoscopy procedure, the device failed to coagulate the tissue at the target lesion. This occurred with two devices and the procedure was completed with a third device. There were no reports of clinical complications. Refer to MFR report number: 3005099803-2008-06999 for details regarding the second device.